Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. It was noted the proportioning system would squeak when used due to dirt on the threads. The proportioning gas system was cleaned, lubricated, and adjusted. The unit was returned to service.

Event description:
The hospital reported that, during pre-use checkout, the n2o would increase when o2 flow was increased, causing a possible hypoxic gas mixture. There was no report of patient involvement.